Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that on (B)(6) 2020, a patient had been hospitalized with hyperglycemia. Patient was wearing the pod on the arm for more than 48 hours. At the hospital the patient's blood glucose (bg) levels were taken and they were close to 500 mg/dl. The patient stated that they received insulin and intravenous therapy. Patient then had low bg levels so they were treated for that as well. Patient was given shots for blood clots and nausea. The patient was released (B)(6) 2020.